Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that coil separation/break occurred.  The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the internal carotid artery ophthalmic artery with a max diameter of 8mm and a 4mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that when the surgeon used apb-2-8-hx-es to treat the aneurysm, found that the push rod could not be pushed forward or retrieved backward when the spring coil entered half of the aneurysm. The surgeon thought it was an accidental stretching, so he withdrew the echelon microcatheter as a whole. Finally, about 3cm of the coil remained in the blood vessel. For the safety of the operation, johnson <(>&<)> johnson ep1 stent was used to hold down the spring coil, and the operation was over. The coil remained in the patient and was not implanted at the intended location. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reportion the coil and did not attempt to detach the coil. Continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.  Ancillary devices include an echelon microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal part of the catheter. The coil had come out of the introducer sheath smoothly. The cause of the break was unknown, and the surgeon suspected it prematurely detached.